Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room for diaphragmatic stimulation check, and it was discovered the device entered safety mode unexpectedly. Technical services (ts) discussed limited device functionality and recommended replacement, as there is no reprogramming available in safety mode. Subsequently, the crt-p was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room for diaphragmatic stimulation check, and it was discovered the device entered safety mode unexpectedly. Technical services (ts) discussed limited device functionality and recommended replacement, as there is no reprogramming available in safety mode. Subsequently, the crt-p was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.